Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was found to be perpendicular to against the chest wall and was at an angle on edge of device. A revision procedure was performed and the internal first layer of suture had come apart. The device was successfully repositioned. No additional adverse patient effects were reported.